Manufacturer narrative:
UDI #: unknown, because the serial number was not provided. Date of birth: unknown, not provided. Expiration date, and serial #: unknown, not provided. (B)(4). Mfg date: device manufacture date: unknown, because the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a second surgery, from the eye of a female patient. No further information was provided.

Manufacturer narrative:
The following information was available at the time of the initial report however it was inadvertently not captured in the initial MDR: UDI #: (B)(4). Serial #: (B)(4), expiration date: 12/15/2019, device manufacture date: 12/15/2015. The patient effected eye was left eye (os). (B)(4). The patient requests near vision on both eyes (ou). Patient post op on both eyes (ou): reports satisfaction on the right eye (od), but blurry/anisometropia on the left eye. There was no incision enlargement reported. The replacement lens was a zcb00, diopter 14.5. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.